Event description:
It was reported that intima-ii y 20gax1.16in prn ec slm npvc leaked. The following information was provided by the initial reporter: the male patient, admission no. (B)(6), diagnosis: left clavicle fracture. On the morning on (B)(6), when the nurse in charge was taking the medicine as prescribed by the doctor, she found that the drug was leaking at the junction of the indwelling tube of the patient, and immediately changed the puncture site, without reporting any adverse consequences to the patient immediately.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. Unable to review the batch record as the lot number is unknown for this complaint.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that intima-ii y 20gax1.16in prn ec slm npvc leaked. The following information was provided by the initial reporter: the male patient, admission no. (B)(4), diagnosis: left clavicle fracture. On the morning of october 15, when the nurse in charge was taking the medicine as prescribed by the doctor, she found that the drug was leaking at the junction of the indwelling tube of the patient, and immediately changed the puncture site, without reporting any adverse consequences to the patient immediately.